Event description:
Report #1 of 2: report received of a delay in therapy due to pump alarms. The patient was being transported to surgery with six pumps in use delivering unspecified solutions. Reportedly, two of the devices alarmed simultaneously with unspecified alarms. The unspecified medications on these lines were removed from the pumps and run "wide open" until the patient was in surgery and could be stabilized. It was reported that the patient's vital signs were "severely impacted" due to the alarms, but that the fluctuation in the patient's vital signs as a result of the alarm conditions did not effect the overall patient outcome. Though requested, there was no additional information available.